Manufacturer narrative:
Section d4 UDI correction. Section d9 correction. Manufacturer's investigation conclusion: the reported event of pump off alarms and an issue with the system controller¿s display was confirmed via log file analysis and evaluation, respectively. Review of the log files revealed on (B)(6) 2025 from 09:22:07 ¿ 09:22:08, the driveline was briefly disconnected and reconnected, causing the pump to stop. The pump began operating at the intended speed within 8 seconds of driveline reconnection. The returned heartmate 3 system controller (serial number (B)(6) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the liquid crystal display (lcd) screen was observed to be lighter than expected, however the parameters were still visible. The lcd screen was replaced with a known working screen and the issues resolved, isolating the issue to the screen. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the driveline disconnect was unable to be conclusively determined through this analysis. The root cause of the display issue was determined to be due to lcd screen damage; however, a further cause for the damage could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 - ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 IFU, under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had two pumps off alarms and was unable to report if the pump alarmed or what happened. The patient's system controller was also no longer displaying numbers and was just a white screen. Log files captured a couple instances of pump off events. The first one was on (B)(6)2025 at 09:57 that was due to an electrostatic discharge (esd) event that caused a pump reset. The other pump off event was correlated to driveline disconnect events on 20feb2025 09:22. It appeared the ventricular assist device (vad) was disconnected for around 8 seconds then resumed operation. No other unusual events were noted in the remainder of the log. On (B)(6) 2025, log files were sent for analysis, and the controller was changed out per abbotts suggestion due to the controller screen going blank and pump parameters could not be seen except when connected to the heartmate touch.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.